Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on c-arm power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a control panel error and a communication error. These errors can cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.